Manufacturer narrative:
The reported event of inability to insert the stylet was confirmed. As received, a complete lead was returned in one piece measuring 58.1 cm, with the stylet partially inserted inside the lead. The stylet was easily removed. The stylet was inserted through the proximal end of the lead and was restricted at the middle region of the lead due to the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, when the physician tried to position the right ventricular lead, the stylet would not insert into the lead. The physician elected to use a different lead instead. The patient was in stable condition.